Event description:
Pt is here for out pt chemotherapy. Nurses had problem with port and pt complained of pain. Nurse asked for contrast port check which showed extravasation of contrast media-port removed.